Event description:
No additional information received from customer.

Manufacturer narrative:
This report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8, h2, h6, h11. The device was not returned to olympus for inspection and the customer's allegation was not confirmed. A definitive root cause for the could not be identified. Based on the results of the investigation findings do not provide a definitive conclusion about the cause of the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device exhibited missing the o ring, the issue occurred during setup / inspection for use (during set up in a room / before patient in room). There were no reports of patient involvement.